Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and did not find any instrument or assay issue. Pas noted that it's possible the issue was due to a sample with low target. It difficult to determine if the low target is truly from the patient or if the sample was mishandled/contaminated. Customer did not amend the original result.

Event description:
Customer reported that a patient tested positive for sars on the panther instrument sn (B)(4). Sample in question is from wl: (B)(4). Customer tested using sars-cov-2/flu multiplex assay ml: 311640. Customer reported that it's unknown if the patient was treated. Customer retested using a different aliqout, and the patient retested negative. The new aliquot of the specimen was reran on both the roche liatt and the panther. Customer inquire about the possible cause of the discrepant results.